Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4), stating that the device required service because it came apart. It is known if the event occurred during surgery; it is also unknown if there was any pt or user injury or medical intervention reported related to this occurrence. The date of the event is unknown. No additional info available.